Event description:
It was reported when using thebd pyxis¿ medstation¿ es auxiliary, need drawer replacement due to board damage. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was damaged. The field service engineer found the medication (liquid) spilled into drawer. The field service engineer removed the damaged cubie tray, and the syrup was cleaned from the bottom of the tray, inserted a new tray, reassembled the drawer, and rebooted the medstation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.